Manufacturer narrative:
Concomitant medical product(s): product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019-, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 16-sep-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 13-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the leads were in a sub optimal spot due to slight lead migration. They reported the patient had whooping cough shortly after implant. The rep tried many reprogramming to capture the painful area. They resolved the issue by conducting a lead revision to place the lead higher up in the cervical area. No further complications reported/anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the lead revision took place on (B)(6) 2019. The patient developed whooping cough after implant which likely contributed to the slight lead migration of one lead, and the need to replace the lead. No further complications were reported.